Event description:
This pt began to have pain above the implant site in 2005. A month later mild swelling was reported. After going on an overseas flight in 2005, increased swelling and a knot behind the ear were evident. A surgery was performed in 2006 to explore and irrigate the site. No infection was apparent, but the device reportedly appeared to be migrating. The pt underwent allergy testing in 2006. No report of the results was provided. A surgery was scheduled for 2006 to either revise the area or explant the device.